Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description:precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was believed that it was due to the leads that have migrated into the ipg pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the new pocket site was relocated in the left upper flank area and nothing was explanted. New clik anchors were implanted. No device malfunction was suspected by the physician. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was believed that it was due to the leads that have migrated into the ipg pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was believed that it was due to the leads that have migrated into the ipg pocket. The patient will undergo a revision procedure.